Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse disassembled and cleaned the x1 and x2 transducers. The fse made a front end trimmer adjustment. Operational tests were carried out with positive results.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) reports error. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.